Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved not to be available for evaluation, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the facility had an occurrence of tubing leakage. The pump set leaked at the upper y-site caresite during infusion of chemotherapy. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph was provided by the facility for evaluation. The provided photograph specifies the connection between the pressure limited check valve and the care site as the source of the leak. While no leak was observed there are droplets of fluid present on and around the specified area. From the photo stress marks on the luer of the pressure limited check valve were observed. Based on the provided photo the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Based on the stressed plastic observed in the photo it is possible that excessive solvent was applied during the assembly process, which would cause stress fractures to occur leading to leakage. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.